Event description:
During a colonoscopy, the physician used a cook instinct plus endoscopic clipping device. It was reported that the clip would not deploy. It was able to be reopened to remove from the clipping site. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
PMA/510(k): k212323 investigation evaluation: the product said to be involved was returned in a clear biohazard bag with an open pouch from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report based on the condition of the returned device. A visual examination confirmed the clip housing has separated from the coil catheter but remains attached to the end of the drive wire, in a closed position. A function test was attempted, in order to deploy the clip. With handle manipulation the clip deployed, with slight resistance encountered during deployment. A visual examination of the distal end components, clip, coil catheter and catheter attachment showed no deformities or signs of damage. The device was not function tested in the scope due to the condition of the returned device. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our laboratory evaluation of the product said to be involved confirmed the report based on the condition of the returned device. The evaluation identified the clip housing separated from the coil catheter but remains attached to the end of the drive wire, this device condition is the cause of the deployment difficulty. The cause of the housing separation from the coil catheter is unknown. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. The instructions for use states, "note: if separation of clip is not immediate, gently move catheter back and forth or use other endoscopic maneuvers to separate catheter from clip." Prior to distribution, all instinct plus endoscopic clipping devices are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.